Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month fourteen days post dialysis catheter placement, there was allegedly no sufficient flow for a dialysis session. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 27cm glidepath d/l catheter in two segments were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The sample appeared to have residue and discoloration throughout. Both luers was patent to both infusion and aspiration without any issue and no leaks were observed. Therefore the investigation is inconclusive for the reported restricted flow rate issue as the exact circumstances of the reported event was unknown and cannot be reproduced in the lab. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month fourteen days post dialysis catheter placement procedure, there was allegedly no sufficient flow for a dialysis session. Reportedly, the catheter was removed and replaced. There was no reported patient injury.